Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The handle was attached to a representative charger and fully charges successfully with no error, the reported condition could not be replicated. The analysis of the system logs shows that the handle as on the charger for 3 days and the battery level when taken off the charger was at approximately 4% and also for 23 hours and the battery level when taken off the charger was at approximately 77% which is most likely the reported condition. The bq rsoc however reported greater than 94%. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined regarding the cause of the handle not charging. However, probable causes could be attributed to the charger but without the physical product, a definitive root cause could not be identified without the charger. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to procedure, the medical engineer found out that the status indicator of the charger turned from flash to illumination on the halfway of the charge. They usually inserted the handle to charger and left them however the battery sometimes discharged. No start-up sound was heard.